Event description:
Pt taken to the or, anesthetized, prepped for procedure. Rhizotomy machine did not function. Surgery then aborted due to malfunctioning equipment. Rhizotomy machine sent back to radionics customer service dept by the rep that brought the machine to our facility.